Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate 3 (hm3) patient presented with a driveline power fault alarm. Log files were sent for review. The log file captured driveline power fault a alarms on (B)(6) 2025 at 7:24:55. It was noted that if the patient could tolerate it, a modular cable and a system controller replacement may be required in order to potentially resolve the issue. The pump continued to run as intended. The modular cable was exchanged and the patient switched to their backup controller. The driveline power fault alarm resolved after the exchange and had not returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received on 03apr2025 stated that the original affected controller that was kept as the patient's backup controller produced a controller fault alarm when connected to the heartmate touch. The controller was disconnected and reconnected to power several times with the controller fault alarm still presented. The controller was connected to a loop and a driveline power fault alarm was produced. A warranty controller was requested, and the patient received a new controller. Updated log files were sent for review. The event log file confirmed the driveline power faults, open fuse a and controller internal fault on (B)(6) 2025 at 07:24. This did not interfere with pump operation. The file ended with the driveline being disconnected on (B)(6) 2025 at 10:22.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed by review of the submitted and downloaded log files, and evaluation of the returned modular cable (lot number: 7171209) confirmed damages that would have contributed to the events seen in the log file. The event log files collectively contained approximately ~9 days of relevant information ((B)(6) 2025 per timestamp). At 7:24:57 on (B)(6) 2025, a driveline power fault alarm activated due to internal faults indicating that the controller¿s fuse a had been damaged, and the power a signal had been interrupted. This alarm did not impact operation of the pump. The driveline was observed to be disconnected at 20:22 on (B)(6) 2025, which is consistent with the reported controller and modular cable exchange. Visual inspection of the returned modular cable revealed that it was in discolored condition, with a small area of jacket bunching near the controller connector bend relief. During testing of the modular cable, the inner wires were not able to pass resistance and insulation resistance testing requirements. With physical manipulation of the cable, the brown (power a) and black (ground a) wires were electrically shorting to one another. The layers of the modular cable were removed one at a time, and an area of wire damage was identified near the controller connector bend relief. In this area, the conductors of the brown, black, yellow, and green wires were found to be exposed. This damage was determined to be the root cause of the reported event, as an electrical short from the power a signal to another signal would have caused the observed fuse damage and interruption in the power a signal. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii instructions for use (section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook (section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.